Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and moisture damage. Customer's blood glucose was unknown mg/dl. The customer reported that the device was exposed to water. The customer stated that they placed pump in a bit of water. The customer stated that ended up getting a button error. The customer stated that there is fluid under the lcd display. The customer insulin pump was not dropped and no damage. The customer was advised that the device would be replaced and revert to a backup plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.